Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the nerve monitoring system was unresponsive during a procedure. The system was tested with a simulator and was unable to replicate the issue. The hcp suspects user error regarding "event capture" since it was not being used often. There was no patient impact or injury. On follow-up, it was reported that the mainframe was being used daily by the facility and confirmed that the surgeon hit the "event capture" button.